Manufacturer narrative:
This supplemental report is to inform that this report, upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a diagnostic procedure, the device exhibited no image. The issue occurred at the beginning of the case. There was a 20 minutes delay with the patient under anesthesia. The intended procedure was completed however, biopsies were not able to be performed. There were no further details provided regarding the reported event. No patient harm or injury reported due to the event.